Event description:
It was reported that a pt underwent a gynecological procedure in 2007. The procedure started normally but after a few mins, the cutter stopped. A second device was opened and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found that the connector and the coupling were not correctly aligned. The toggle switch was missing and the pressure switch was broken. The power switch and the case were damaged.